Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. There were no complications and the patient was in good condition after the procedure.